Event description:
A report was received that during a trial procedure, the patient was experiencing post-operational pain on her right buttock, down the right leg. The physician assessed the patient and believes it could be due to a cramp from lying on her stomach. The physician prescribed IV pain medication and chose to explant the right lead. Upon further assessment, the physician chose to explant the second lead as the patient was still experiencing pain. The physician prescribed the patient lyrica and has since helped with the patient's pain.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2158-70, (B)(4), description:linear lead, 50 cm with pre-loaded 0.014 inches stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that during a trial procedure, the patient was experiencing post-operational pain on her right buttock, down the right leg. The physician assessed the patient and believes it could be due to a cramp from lying on her stomach. The physician prescribed IV pain medication and chose to explant the right lead. Upon further assessment, the physician chose to explant the second lead as the patient was still experiencing pain. The physician prescribed the patient lyrica and has since helped with the patient's pain.